Event description:
It was reported that during a revision surgery the physician was unable to implant the lead due to scar tissue and the procedure was abandoned. No products were implanted. Patient is stable.